Event description:
Date of surgery: 2007, it was reported that a surgeon "was tightening the middle nut on the crosslink when it snapped, broke and fell onto the exposed dura causing a small dural tear" at the c7-t1 level. The surgeon repaired the dural tear. No other patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.